Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. Approximately 12 months post index procedure, patient suffered from myocardial infarction in an unknown vessel. The event was treated with medication. The investigator assessed that the event was possibly related to index device. Safety assessed that the event was possibly related to index device and not related to antiplatelet medication. The patient is not recovered.

Manufacturer narrative:
The patient was also treated thombolysis. Additional information: the investigator assessed that the event was not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.